Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received excessice no delivery alarms. Customer changed sites six times believing that occlusion was due to bad site. Customer's blood glucose was 430 mg/dl and was treated with manual injection. During troubleshooting customer discovered that reservoir was empty. Customer also reported that display screen was very scratched which prevented reading of display screen. Customer then reported that display screen could be read and it may be customer's eye sight which made it difficult to read display screen. Customer was advised to monitor insulin pump.